Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that an embolization occurred. The patient was nothing by mouth (npo) before they began, the left atrial appendage (laa) closure procedure. A 27mm watchman ® laa closure device was implanted with a la pressure of 11. The 90 degree compression ratio was 19%, 45 degree compression ratio was 9 and 0 degree compression ratio was 16%. They were unable to measure the 135 degree angle because the image was not clear. However, post procedure the closure device embolized to the left ventricle. The closure device was retrieved by a percutaneous snare. The patient is currently in stable condition.